Event description:
The customer contact reported the device alarmed with a s233 (over temperature) alarm malfunction code. There were no reports of any adverse pt events or delays of critical therapies while the device was in clinical use. During testing at the user facility, a s233 alarm malfunction code was noted in the device history. No add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing at the user facility, a s233 alarm malfunction code was noted in the device history, but was not duplicated during testing. The probable cause for the s233 was due to a broken cooling fan. This report represents all the info known by the reporter upon query by hospira personnel.